Event description:
It was reported that the siderail assist cable was broken/damaged and that this was causing one of the siderails to drop quick when lowered. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.